Manufacturer narrative:
Continuation of d10: product ID ct900e, serial# (B)(6), product type: multiple therapy product. Product ID a810, serial# unknown, product type: software. Product ID a810, serial# unknown, product type: software. Product ID a810, serial# unknown, product type: software. G4: updated PMA number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID ct900e lot# serial# (B)(6): product type multiple therapy product product ID a810, serial# unknown, product type software product ID a810, serial# unknown implanted: product type software product ID a810, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, unknown, product ID: a810, serial/lot #: unknown, product ID: a810, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was recieved from a company representative (rep) via a healthcare provider regarding their external equipment. The healthcare provider was getting system error 0x29cb478a and 0x5453bfd8 when interrogating patient pump. Diagnostics/troubleshooting performed included the following: close all apps > hard reboot >check in aw and on device and all apps are up to date >patient data service app not disabled > tablet battery settings to disable patient data service are all turned off> called neuro tech services back, technical services suggested gathering logs and replacement of tablet > 3 tablets displaying same system error, replacing one > had hcp email logs > gather all information and email neuro repairs for replacement tablet. The information was not resolved at the time of this report.